Event description:
It was reported that a fragment of a saw blade was found in a patient after knee replacement surgery, the metal fragment was removed at a later date with the use of fluoroscopy. There was no other patient injury or medical intervention reported and the complainant is not aware of any extended procedure time. These are commonly used medical devices that are readily available.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The facility stated the device is unable to be returned. As the device was not returned for evaluation, inspection was unable to be performed. No device information was reported and the device was not returned to stryker's sustainability solutions. Therefore, the device history record (DHR) was unable to be verified. As the device was not returned for evaluation, and the reported information did not provide specific details regarding device failure, the most likely failure modes associated with the user¿s experienced issue could not be determined. As the device was not returned for evaluation, and the reported information did not provide specific details regarding device failure, the procedures and instructions for use associated with the user¿s experienced issue could not be determined. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.